Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medial segment of the lead was returned and analyzed and no anomalies were found. The defib conductor was distorted, the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had a cosmetic environmental stress crack, the outer overlay tubing had white substance. Apparent explant damage.

Event description:
It was reported that the lead was removed due to pocket infection. It was also reported there was possible vegetation on the lead. No further patient complications were reported as a result of this event.